Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. The photographs were evaluated and show low draw volume level in the tube. Additionally, 20 retained samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photographs provided, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "in the process of blood extraction, there was no draw and the blood volume was not checked. Finally, it was found that the tube had low draw when it was sent to the laboratory."